Event description:
It was reported that this pacemaker displayed an error code upon interrogation. This error code was suspected to be notification that the device reverted to a safety mode status. The patient was discharged, but immediately brought back in to the clinic for further evaluation. At this time, the pacemaker was unable to be interrogated or have any reaction to magnet application. This device was subsequently explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported.